Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with tumescent infiltration pump. The customer states the pump's rotor is making a straining noise. Sometimes it goes away but now it just continues to grind. It also doesn't pump the fluid at times.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.